Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
During service at baxter, a technician reported a colleague infusion pump with failure code 810:11, in the devices event history, caused by an out of calibration ail pcb (air in line printed circuit board). The event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.09.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4).the device was received and evaluated by baxter. The ail pcb was recalibrated.